Manufacturer narrative:
Method: visual inspection, device history review, and complaint history review. Results: visual inspection: no product was returned for evaluation hence visual inspection and device history reviews were not possible to perform. Complaint history: review of pers was conducted in which the following cat. # were searched, representing all sizes available: 48135103 (size 30mm) and 48135104 (size 40mm): 15 others pers were identified reporting a similar issue as breakage of the connector, 13 on #48135103 and 2 on #48135104. Conclusion: inspection was limited to the x-ray review supporting the breakage of connector on one side of the construct. Based on the x-ray picture, a fracture of the component in the area between connection body and the tube shape is noted. Issue occurred after the fourth lengthening procedure that suggests a breakage under cyclic loads (fatigue), starting in the intersection of the round end of the oblong 3mm wide cut and the radius r4 between connection body and tube shape. There is a quite severe deformation (scoliosis) with a gap on two adjacent instrumented levels which also supports a rupture in fatigue mode. X-ray picture also shows the displacement of connector after breakage which suggests the direction of the forces applied to this implant after numerous cycles load.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
As reported, "was sent an email regarding a 4.5 growing rod breaking. This was not during a surgery. This was the patient coming in after his/her fourth lengthening and xrays show it breaking."

Event description:
As reported, "was sent an email regarding a 4.5 growing rod breaking. This was not during a surgery. This was the patient coming in after his/her fourth lengthening and xrays show it breaking."